Event description:
It was reported that an amplatz guidewire was used during a dilation of right ureter with intraluminal device, via natural or artificial endoscopic opening procedure performed on (B)(6) 2019. During the procedure, the patient's ureter was lacerated. In addition, the patient experienced the following additional complications other specified sepsis, acute post-hemorrhagic anemia, and post-procedural retroperitoneal abscess. The patient was discharged 14 days post-procedure.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of june 18, 2019, was chosen as the best estimate based on the admission date. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2009 captures the reportable event of ureter laceration. Patient code e0301 captures the reportable event of post-hemorrhagic anemia. Patient code e0506 captures the reportable event of post-hemorrhagic anemia patient code e0306 captures the reportable event of sepsis. Patient code e172001 captures the reportable event of post-procedural retroperitoneal abscess. Impact code f08 captures the reportable event of prolonged hospitalization. Impact code f2303 captures the reportable event of medication required.